Manufacturer narrative:
Internal report number: (B)(4). Prod not yet returned for eval.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 90 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) 2015; 5:14pm) with results of 241 mg/dl and 291 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is two months. Recall test results performed from meter memory: (B)(4). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 90 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) /2015; 5:14 pm) with results of 241 mg/dl and 291 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 08/27/2017 and open vial date is two months. Recall test results performed from meter memory: 285 mg/dl, (B)(6) 2015, 03:22 pm; 262 mg/dl, (B)(6) /2015, 01:30 pm; 249 mg/dl, (B)(6) 2015, 11:09 am; 291 mg/dl, (B)(6) 2015, 06:46 pm; 281 mg/dl, (B)(6) 2015, 04:26 pm. Adverse event not reported.